Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer reported that her daughter's test strip vial had no lot or code number on it and as a result, she was unable to test and her daughter experienced a seizure, vomited and had high ketones. Daughter was taken to a local health care facility, diagnosed with hypoglycemia and treated with a glucagon injection. Mother also reported an hcp meter reading of 52 mg/dl. There was no report of death or permanent impairment associated with this event.